Event description:
It was reported to boston scientific corporation that an interject clear 7f 23g was used for a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the needle did not flush and could not prime. Another interject clear 7f 23g was opened to continue and complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of "sheath detachment". Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code c070603 captures the reportable investigation results of "sheath detached/separated". Block h11: device evaluation. The device returned and it was found during visual and microscope inspection that the sheath was kinked at the distal section. As an occlusion test, a spare lab syringe was used to inject liquid through the inner sheath hub, and the liquid did not exit from the tip of the needle. The device was disassembled and was found under magnification that the inner sheath was stretched and detached. For these reasons, the reported code of "needle obstruction within device" can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, boston scientific concludes that the observed damage is most likely attributable to procedural use and device manipulation during the procedure. The manner in which the device was handled and manipulated may have contributed to the observed condition. Excessive force and/or manipulation during use could have resulted in the reported performance issues. Therefore, this event has been assigned the most probable conclusion code of "adverse event related to procedure."